Manufacturer narrative:
Product event summary: reported issue was not confirmed. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached.

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient, there was pacing failure. The epg was returned for servicing. The patient had own pulse and there were no health hazards. No patient complications have been reported as a result of this event.